Event description:
Related manufacturer reference number:2017865-2023-17887 it was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the patient had a lead noise on both the right atrial and the right ventricular lead that programming changes could not cover. The leads were both capped and replaced on (B)(6) 2023. The patient was in stable condition.